Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An as-received simulated treatment was performed and completed on the cycler without failures. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, a valve actuation test, a patient sensor calibration check and a mushroom head check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. Fluid was also found clogging the hp2 filter. Fluid in the hp2 filter is a failure related to the reported m31 air detected in cassette warning. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during drain 3 of their pd treatment. During a previous call to ts, the patient reported that an m31 air detected in cassette alarm had occurred. The ts representative suggested cancelling the treatment, but the patient declined this recommendation. The patient wanted to try to continue the treatment. The patient called back after receiving the m31 alarm again and decided they would cancel the treatment. When the cycler set was removed from the cycler, fluid began to ¿leak all over¿. The patient reported seeing a hole in the cassette. Further details regarding the condition of the cycler set were not provided, such as size or location of the identified hole. When ts was informed of the fluid leak, they advised the patient to discontinue their use of the cycler and a replacement cycler was issued to the patient. Upon follow up, it was confirmed the patient was trained to perform stat drains, as well as manual pd therapy if needed. The patient stated they did not complete their treatment. The patient confirmed they notified their pd clinic of the event. It was confirmed the replacement cycler was received. The old cycler was reportedly on the patient¿s front porch, ready for pickup. The patient was reportedly waiting for a return label for the device. The cycler set was not available to be returned for evaluation as the device was reportedly discarded.